Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The manifold was cleaned and lubricant was applied to the o-rings, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the adjustable pressure limiting valve would not relieve pressure. There was no report of patient involvement.